Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f348 was conducted. There were no non-conformances. This lot met all release requirements. A review of f348 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for the complaint category. The kit and corresponding smart card were returned for analysis. The smartcard was analyzed and it verified that an alarm #54: anticoagulant line air detected occurred after 42 ml of whole blood processed. As the procedure continued three alarm #52: collect line air detected warnings sounded. The smartcard also verified that an alarm #18: system pressure occurred during the procedure and an alarm #17: return pressure warnings for pressure above the upper limit. As the procedure continued the upper limit for return pressure was reduced. The final event found on the smartcard verified that the customer had aborted the treatment, indicating that this is when the pressure dome membrane leak was seen. The examination of the received kit found evidence that a leak had occurred at the return pressure dome. When all the dry blood was removed, the return pressure dome was installed on a pressure sensor to check its fit. The pressure dome fit on the sensor with no issue and the latches were full seated. This verified no defects in the diaphragm. The pressure testing for the pressure dome and components showed no signs of leaks. The root cause for the incident could not be determined. No further action required at this time. Investigation complete.

Event description:
The customer had called to report a pressure dome membrane leak that occurred during treatment. The customer stated that the instrument had just finished collecting buffy coat when the return pressure dome leak occurred. The customer cannot recall any alarms that may have sounded during the incident. The treatment was aborted and no blood was returned to the patient. The patient is in stable condition and was not affected by the incident. The customer has returned the kit for investigation.